Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Educator reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer stated that the contacts on the battery cap was not missing, damaged. The customer reported that they had performed the troubleshooting for blank display and the display was not returned. The product will not be returned for analysis.